Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure the physician was using the endoscopic ultrasound (eus) method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. Allegedly, when the physician was releasing the second flange from the scope, the physician began to pull up on the catheter for no more than two seconds before the boston scientific sales rep instructed the physician to advance catheter down while torqueing right. The second flange was deployed successfully. The physician felt the stent was deployed too much into the peritoneal cavity. Due to the stent positioning issue and because the cyst was draining well, after the collection was drained and confirmed with eus imaging, the physician felt comfortable removing the stent in the same procedure with a rat tooth forcep. It was reported that the cyst resolved without further intervention. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be great.